Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narratives: impella cp was inserted via right femoral arterial access in a patient of 72-year-old male for acute myocardial infarction and cardiogenic shock indication. The patient¿s comorbidities were not provided. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. Impella cp device was being removed from the right femoral access site. The device was retracted into the descending aorta and set to p-level 1. The side port was accessed with a 0.035-inch guidewire, and the impella device and repositioning sheath were removed while maintaining vascular access to the right femoral artery. Perclose sutures were deployed. The sutures did not achieve closure, resulting in significant bleeding from them access site. The patient experienced ongoing blood loss and developed hemodynamic instability due to hypovolemia. Despite a request for blood products, there was a delay, and the patient continued to deteriorate. The patient then progressed into pulseless electrical activity cardiac arrest. Cardiopulmonary resuscitation was performed for approximately 10 minutes with intermittent return of spontaneous circulation. Troubleshooting included initiation of blood transfusion, with the patient receiving 12 units of blood products. Vascular surgery successfully stabilizing the bleeding, although the specific method of hemostasis was not reported. Blood volume was restored, and the patient was subsequently weaned off inotropic and vasopressor support. Device position was verified following stabilization, and the patient was transferred to the intensive care unit. The patient was then escalated to impella 5.5 support via right axillary arterial access for continued hemodynamic support.